Event description:
Manufacturer rec'd a report from dealer that the enduser was using the chair on the sidewalk when it allegedly caught fire "by the battery". As a result of incident, the enduser scratched knee.